Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: a patient had a schon xl placed that and removed later the next day due to a catheter fracture. The port has been indwelling for 1 day. The catheter was said to have been a pin-hole leak at the y site clear tubing. Upon picking up the catheter to have sent in (returned to the manufacturer) it was noted that the piece was completely removed from the y-site. There was no harm or injury to the patient due to this event. The reported defective disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a schon dialysis catheter. The catheter was forwarded to angiodyanmics' vendor for this product for a device evaluation and root cause determination. Per angiodynamics' vendor response, pinholes were noted in venous extension tubing. The most likely root cause for the reported complaint description of pinholes was due to the end user closing a clamp over the catheter while a guidewire was inside of the catheter. The customers reported complaint of a leak in the tube is confirmed. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, states: "clamping the catheter repeatedly in the same spot could weaken the tubing. Change the position of the clamps regularly to prolong the life of the tubing." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).